Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power upl) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button was not functional. The root cause of the non functional response button cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not activate.